Event description:
A customer reported, obtaining the readings of 117 mg/dl and 113 mg/dl on his freestyle lite blood glucose meter, approx three weeks ago. The customer also reported, experiencing symptoms of weakness, tiredness, having migraines and "not sure if he lost consciousness because, he was sleeping a lot." He was reportedly diagnosed and treated by a health care professional for severe hyperglycemia with following medications: lantus, humalog and symlin. It is unclear if the medical event and the meter issue were related because the customer reported, that during the meter issue, he did not make any changes to his diabetes medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A follow up report will be submitted if the meter is returned.